Event description:
A malfunction alarm labeled "malf 12" was reported by the customer, but there was no adverse impact on the customer's blood glucose level. Despite attempts to reset the pump, the malfunction code persisted. Technical support provided the customer with guidance to reset the pump and assisted with the process. As the issue recurred, technical support decided to replace the pump, which was still under warranty. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The customer was instructed to put the pump into storage mode and return it using a prepaid label within 10 days, which they understood and acknowledged.